Event description:
The manufacturer was previously notified of an allegation the device was alarming for a service required alarm condition. The evaluation had not yet been completed and there were no event logs to review. The device was returned to a third-party service center for evaluation. During the evaluation the device failed a test step for internal flow verification. There is no documentation as to any components being replaced to address the issue. The device was not in patient use when the testing occurred. The customer's complaint of a service required alarm was not duplicated. Multiple components were replaced as per preventive maintenance protocol and for dust contamination. No failure of those components was noted. The device was tested and passed all final testing.